Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "the tulip head of a xia 3 screw (7.5 x 40) popped off while the surgeon was using a cobb to move tissue away from the screw."